Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin came out of the tubing when insulin deliveries were stopped, while the customer was disconnected from the tubing. There was no reported impact to the customer's blood glucose level. No additional information was provided.